Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found no fault with the cable. The emitter and axiem box was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacement of the axiem and field generator. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a fault error occurred on the axiem system. There was no patient present when this issue was observed.